Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced loss of effective therapy. Lead diagnostics indicated high impedances on all contacts and lead fracture was confirmed visually. As a result, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The report event of impedance issue was confirmed. As received, visual inspection showed the returned lead found a kink on the outer tubing and some the internal lead wires being broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.